Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11. Corrected fields: e2, e3,e4. Full event site name: (B)(6) medical center.

Manufacturer narrative:
The fse replaced the batteries then completed pm service including all safety, functionality, calibration checks, and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6), which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service technician (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved, and no adverse event was reported.